Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2; reference MFR report: 3006705815-2019-01586. It was reported that the patient underwent a trial procedure on (B)(6) 2019 that was abandoned due to patient anatomy. The patient is stable post operatively.

Event description:
Related manufacturer reference number: 3006705815-2019-01586.